Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata".

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, the patient presented with a type ii endoleak from the lumbar artery with aneurysm sac enlargement to 9cm. The physician elected to treat the patient by open repair. During the re-intervention, the physician identified a type iiib endoleak with thrombus. The explant was completed and the patient reported to be in critical condition.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type ii endoleak, sac growth, type iiib endoleak and surgical conversion event are unconfirmed due to a lack of relevant medical imaging and records. During clinical assessment it was determined that there was evidence to reasonably suggest a non-endologix stent in the left common iliac artery (implant date unknown) and distal lumbar coiling (date unknown) had occurred. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical record/ images available for review. The final patient status was reported to be in critical condition following the surgical conversion. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. "Device iteration is afx with strata" corrections: h6: result remove code 3233. H6: conclusion remove code 11.